Event description:
The patient was undergoing a thrombectomy procedure in the left subclavian artery (lsa) using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), and a non-penumbra sheath. It was reported that the patient had a non-penumbra stent and the computed tomography (CT) scan revealed possible stent thrombosis. During the procedure, while advancing the cat7 through the sheath to complete the first pass, the physician experienced resistance and kinked the cat7. Therefore, the physician decided to remove the cat7. Upon removal, the physician experienced resistance and noticed that the cat7 was fractured. It was reported a portion of the fractured cat7 was in the subclavian artery. The thrombectomy procedure was not completed. An open surgery was performed to remove the fractured portion of the cat7. Another shorter stent was placed to hold the clot in place. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the device was fractured on its distal shaft. Evaluation revealed stretching at the fractured location. This indicates that the device was stretched prior to fracturing. If the cat7 is retracted against resistance, damage such as stretching and subsequent fracture may occur. It was reported that the patient had a previously placed stent. This may have contributed to the resistance experienced during the procedure. The distal fractured segment was not returned for evaluation. The reported kink on the distal shaft could not be confirmed. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.